Event description:
It was reported that patient was unable to see and read properly and his daily activities were significant affected after being treated with lasik. His personal and professional lives were affected. No further information was provided.

Manufacturer narrative:
Age or date of birth, weight and ethnicity: unknown/ information not provided. Date of event: unknown/not provided. Model number: unknown, information not provided. Serial number: unknown, information not provided. UDI number: a complete UDI number is unknown, as the serial number was not provided. Reporter address: unknown/information not provided. Establishment name: unknown/information not provided. Initial reporter telephone number: unknown/information not provided. The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.